Event description:
It was reported the patient's ipg was unable to communicate with her charger or programmer. The patient was able to recharge her ipg two weeks ago and lost stimulation on (B)(6) 2014. The sjm representative met with the patient and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.